Manufacturer narrative:
No device deficiency reported. The relationship between device, procedure, and event cannot be determined. Stroke is a known possible event disclosed in product labeling.

Event description:
Decreased alertness of the patient was reported the day after a pulmonary vein isolation (pvi) procedure was performed to treat atrial fibrillation. Cerebral embolism was suspected. The patient was being followed up in the hospital. No additional information regarding this event is available at the time of reporting. It is impossible to determine the relationship between the suspected event and the pvi procedure, but a relationship is possible.